Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown; product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient reported two urinary accidents, they hurt, and they are experiencing uncomfortable stimulation. As a result of what was reported, they were advised to decrease stimulation to a comfortable level. The patient thinks the leads were placed wrong so they were advised to speak to their healthcare provider (hcp) for medical support. No further patient complications have been reported as a result of this event.